Manufacturer narrative:
Upon receipt, a device interrogation was performed, which revealed that the ICD was operating in the safety backup mode. The battery status of the device was bos. The memory content of the device and the data returned for analysis were inspected. The analysis showed that the ICD automatically activated the safety backup mode, because the device detected invalid memory content during an automatic signature check several times. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the ICD will activate the backup mode to ensure patient safety. Please note, in the safety backup mode the ability of the device to deliver therapies is not affected. In a next step, the ICD was extensively tested. During the tests the root cause could be narrowed down to a defective memory cell, which resulted in the clinical observation. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test, including multiple memory tests, proved the device functions to be as specified. It is therefore assumed, that the defect occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
It was reported that the device was in back-up mode. The device was restored but it was decided to explant the device anyway. Based on analysis results which showed a defective memory cell, it was decided to report the incident.